Event description:
Orange dye has bled through to sponge while still inside sterile package - entire lot affected. Manufacturer response for chloraprep 26ml, (brand not provided) (per site reporter). Rep came in and traded out for another lot number. Although bd does not view this as an failure (not activated), our surgical team has chosen not to use this lot number.